Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the roadrunner uniglide hydrophilic wire guide coating began to separate from the wire, preventing a balloon from advancing over the wire. The procedure was completed with another manufacturer's wire, and there were no injuries or additional procedures reported. No pieces of the device were left in the patient's body.